Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that on (B)(6) 2011 the patient's spouse found the patient slumped over and minimally responsive.  Upon arrival of emergency medical services the patient was found to have right sided weakness, difficulty talking, and right sided facial droop, with an nih stroke scale of 22 in the emergency room. While in the ER, the patient became more somnolent. The patient was intubated and taken for computerized tomography (CT) scan and interventional angiography and then was transferred to the intensive care unit. CT scan showed no acute abnormality and no evidence of gray-white differentiation loss. Angiography was normal. There was no evidence of large vessel occlusion and capillary phase perfusion was normal with no thrombus seen.  No intervention was done. Electroencephalogram (eeg) showed no significant abnormality. No interictal epileptiform activity was seen, and there was minimal diffuse disorganization due to medication effect. The doctor indicated the patient clinically had a basilar stroke. Intravenous fluids were administered. The patient did not receive any other medication for the treatment of stroke. After 24 hours the patient became neurologically intact, alert and oriented, with residual diplopia. The patient was transferred and another scan on (B)(6) 2011 showed a small hypodensity within the left thalamus. There is no significant mass-effect. Also noted was an age-indeterminate infarct within the left thalamus, although this could be more of an acute finding given the history. CT scan on (B)(6) 2011 showed hypodensity within the left thalamus is slightly better defined and slightly more hypodense, which is likely evolution of a small acute lacunar infarction. The patient continued to have some downward gaze palsy and right inferior quadrantanopia or wise neurological function intact. The patient was stable and was discharged on (B)(6) 2011 using a walker. The patient continued to take aspirin and coumadin. No further information has been provided.